Event description:
Facility critical care unit staff were using the device to pace a pt. Reportedly, the device would not pace the pt. The pt was not resuscitated. The reporter indicated the reported malfunction did not affect pt outcome.